Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Additionally, it was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the insulin gauge issue could not be verified.